Event description:
It was reported that the customer received a power source alert. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained and customer reverted to an alternate pump for insulin therapy.